Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system, serial number (B)(6), revealed extrinsic outflow graft obstruction (eogo). A specific cause for the obstruction could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was not returned. Approximately 6.0¿ of the outflow graft was returned with the outflow graft bend relief properly engaged to the graft hardware. Examination of the lumen of the outflow graft revealed a longitudinal crease in the proximal portion of the graft. Removal of the outflow graft bend relief revealed an accumulation of well-formed tissue within the crease, indicating that the crease had been present for an undetermined period of time during support. These findings appear to be consistent with eogo. A corrective and preventive action was initiated to further investigate eogo. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that evaluation of the returned pump revealed extrinsic outflow graft obstruction.